Manufacturer narrative:
As-received, the device was at vvi mode with the battery above elective replacement indicator level. Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker was explanted and replaced. No additional information was received.